Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of blood glucose of 30 mg/dl. The customer experienced symptoms such as preparation and seizures. The customer did not mention any form of treatment for their blood glucose levels. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot the issue and did not return the product back for analysis.